Event description:
Burst: hot pack burst at activation and contents got in nurse's eye. She had to take a few days off to recover. No permanent damage.

Manufacturer narrative:
No sample was received, therefore, the issue reported could not be confirmed. Unfortunately, a DHR could not be done, as the lot number listed is not a legitimate lot number for this product. (B) (4) quality systems mandate suitable in-process controls to measure seal integrity of representative samples. Samples are tested at predetermined locations to best gauge seal integrity. All lots released by the quality unit meet predetermined release criteria. Without a sample, a root cause has not been determined. If a sample becomes available, we will re-open this investigation and evaluate it at that time.